Manufacturer narrative:
B3: date of event is asked but unknown g2: country of origin is japan. H3: product analysis # (B)(4), product: 9560100, lotno:1895552. During the acceptance inspection, it was observed that there were scratches on the outer tube and there was coupler failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a device used for spinal therapy. It was reported that the focus cannot be adjusted, and turning the black part does not move the camera. There was no patient involvement reported. There were no further complications reported regarding the event. Additional information received that the procedure/therapy involved was microendoscopic discectomy for disc herniation. There were no patient symptoms or complications reported as a result of this event.